Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to the keypad traces. No button error alarms noted. The insulin pump has minor scratches on lcd window, cracked case at reservoir tube window corners and belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was known mg/dl. The customer states that she may be sitting on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time